Event description:
It was reported the single-use aspiration needle guide wire got stuck when trying to pass it through the needle, and the guide wire could not pass through. The issue occurred during a therapeutic endoscopic ultrasound-guided hepaticogastrostomy procedure that was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
E1. (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d8, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.